Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the device was grinding loudly at ten minutes and then stopped working. Another hand piece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 07/17/2009. Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.